Event description:
The rptr indicated that the pt mother left a message on their voicemail. "The problems referenced were increasing seizures, a feeling like the wires are pulling, choking every-time the magnet is used on the generator. The pt has been to the ER, several times. The ER sent her home, saying she has muscle spasms. The pt has been crying" it was reported that the pt was not able to find someone to perform CT scan or x-rays. The pt's mother wanted the vns sys removed from the pt. The pt underwent a full revision surgery. Good faith attempts for add'l info are in progress and awaiting response.